Event description:
A report was received via social media that the scs caused more pain to the patient. It was noted that the device was implanted in the patient's hip and was rubbing against the hip bone every step. The patient underwent an explant procedure.